Event description:
The biomed from a hospital in (B)(6) reported that during a maintenance of an iw930 baby control cosycot infant warmer the power fail alarm was not operating. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint iw930 infant warmer was not returned to fisher & paykel healthcare for evaluation. Therefore our investigation is based on the information provided by the customer, previous investigation of similar complaints and our knowledge of the product. Results: the biomed from the hospital reported that the powerfail alarm was not operating during the maintenance check of the iw930 infant warmer. Conclusion: the subject iw930 infant warmer was released for distribution in 1998 and is 15 years old. It is likely that the replaceable super capacitor on the pcb board wore out over time. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. Our review of the manufacturing records for this complaint warmer did not reveal any discrepancies. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The reported malfunction was discovered during a maintenance check with no patient involvement.